Event description:
A report was received that the pt would undergo a pocket revision due to heating at the pocket site. The physician chose to explant the ipg and re-implant a new one. The pt was reportedly doing well after the pocket revision surgery.